Event description:
Forceps were inserted into scope for biopsy. A piece of metal was then seen bending out from the forceps. Approximately 3 biopsies had already been performed prior to this. Forceps were immediately removed.